Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a broken filter, designator fl29. It was confirmed that the broken filter caused the reported error codes and the pcb to have no continuity from end to end. There was also no pacing output and only partial delivery of energy for defibrillation was allowed.

Event description:
It was reported by the customer that the device was displaying a service indicator and had three error codes in memory. There were no reports of patient use associated with this event. It was later observed by physio-control that there was no pacing output and only partial delivery of energy for defibrillation was allowed.